Event description:
A doctor contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 4. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). The actual sample in reference to se 2240 was received. Functional tests, pressure test and clear passage test were performed, no abnormality observed. The complaint could not be confirmed in the lab. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed.